Event description:
It was reported that five hours after the implant, the patient received an inappropriate shock due to t-wave oversensing (twos). The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.